Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via an apple store review that an alert/notification settings issue occurred. On 02/27/2026, the patient reported that following her most recent ios update, the dexcom mobile app ¿refused to work correctly.¿ she further stated that she did not receive any high or low glucose alerts during this period. As a result, her blood glucose level reportedly dropped below 40 mg/dl without an accompanying alert. According to the patient, she awoke only because her fiancé noticed she was sweating and shaking. She stated that had she been alone, she was concerned the situation could have resulted in a severe medical emergency. No details were provided regarding the interventions used to address the hypoglycemic episode or whether assistance from a higher level of care was sought. The review contained no identifying patient information; therefore, dexcom technical support was unable to contact the reporter for clarification or additional details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.